Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery device did not charge. It was further observed that the red light appeared when the device was inserted into the battery charger device. It was reported that the event occurred during charging process. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.